Event description:
The sales representative reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic total gastrectomy procedure on (B)(6) 23 when it was reported, ¿part of the tip of our 12mm assist port broke off in the patient during a robotic total gastrectomy yesterday. Robotic coordinator was just told this morning and told me when she found out. Got tip out of patient. Patient is good.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number was not known. The lot history review was not conducted because the lot number was not known. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic total gastrectomy procedure on (B)(6) 2023 when it was reported, ¿part of the tip of our 12mm assist port broke off in the patient during a robotic total gastrectomy yesterday. Robotic coordinator was just told this morning and told me when she found out. Got tip out of patient. Patient is good.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.